Event description:
In 1998 pt had an interventional procedure to reestablish flow in the left anterior descending artery after an acute mi. The pt was given reopro during procedure. A 3.0 x 18 acs duet stent was successfully placed. The pt returned 3 days later with an acute closure of the stent site. Repeat pici undertaken intravenous ultrasound reveals uncovered dissection which was then covered with 4.0/8mm duet aggrastat given during this repeat pici. At conclusion of the procedure, some intrastent material remained in the angiographic findings, but was not seen by intravenous ultrasound. The pt was discharged to home in stable condition.